Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was going to a cardiac rehabilitation appointment. While at the appointment, she experienced nausea and feeling like she was going to pass out. The cardiac rehabilitation staff took her to the emergency room (ER). In the ER, the cgm was reading 164 mg/dl and the bg meter was reading 43 mg/dl. The patient was treated with apple juice and peppermints. The patient was admitted to the hospital due to the hypoglycemic event and due to congestive heart failure (pre-exiting condition). She was treated with several medications (including medications for other co-morbidities) including farxiga, valsartan, metolazone, metformin, atorvastatin, aspirin, carvedilol, gabapentin, potassium, and torsemide. The patient was discharged home ¿2-3¿ days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.